Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned to the manufacturer and analyzed and the battery depletion was normal. Concomitant product: 5076 implantable pacing lead 2007 (B)(6); concomitant product: 4194 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device possible reached early battery depletion. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.